Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device was performed and the reported foot detachment was confirmed. Although the reported unspecified failure mode could not be tested, a guide detachment was observed. A conclusive cause for the reported foot detachment and unspecified failure mode could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Unused, sterile representative samples were successfully tested and no malfunction was noted.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an angioplasty procedure of the superficial femoral artery (sfa). Hemostasis was surgically achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device after an angioplasty procedure of the superficial femoral artery (sfa). Reportedly, during deployment the device did not "feel right or sound normal". When the device was removed part of the foot plate was missing and could not be found. Surgical intervention was performed to locate the detached foot, but was not found. The method used to achieve hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.